Event description:
It was reported that this right ventricular (rv) lead recorded high out of range pacing impedance measurements. Technical services (ts) was consulted and suspected calcification on the lead as the cause. The field representative informed that during the implant procedure, the lead recorded impedance measurements within normal limits, but they had gradually increased since then. Ts recommended continued monitoring of the patient and advised replacing the lead if the threshold deteriorates. The patient was emotionally affected upon learning about the lead issue. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).